Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal scheduled on (B)(6) 2018). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) -fallopian tubes"), menorrhagia ("abnormal bleeding(menorrhagia)"), pelvic pain ("pain /pelvic pain"), device expulsion ("migration of essure location if device : uterus") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) : stillbirth") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, acne on (B)(6) 2010, scoliosis on (B)(6) 2010, anxiety on (B)(6) 2010, vomiting, asthma, hernia repair in 2012, tubal ligation in 2016, blood pressure high, diarrhea, headache, ectopic pregnancy with contraceptive device on (B)(6) 2012, pregnancy with contraceptive device on (B)(6) 2013, miscarriage on (B)(6) 2013, pregnancy with contraceptive device on (B)(6) 2015, termination of pregnancy elective on (B)(6) 2015, premature delivery and uterine perforation. Concurrent conditions included ovarian cyst, dyspareunia, depression and skin mass. Concomitant products included amitriptyline, buspirone hydrochloride (buspar), butalbital, clindamycin hydrochloride (cleocin), docusate, docusate sodium, fluticasone propionate;salmeterol xinafoate (advair), hydrocortisone, ibuprofen, lidocaine (lidoderm), nsaids, pantoprazole, promethazine, salbutamol (albuterol hfa), tetracycline, topiramate (topamax), tramadol and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vagina)"), nausea ("nausea"), depression ("psychological or psychiatric"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), acne ("acne on my face"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and the first episode of abdominal pain lower ("lower abdominal pain"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced amnesia ("memory loss") and was found to have weight increased ("weight gain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia") and the first episode of abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes on my hips"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced gallbladder disorder ("gallbladder"), the second episode of abdominal pain lower ("lower abdomen pain"), vulvovaginal mycotic infection (" vaginal yeast infection"), gastrooesophageal reflux disease ("gerd") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (total "laparoscopic" hysterectomy. B/l salpingectomy,cystoscopy, total laparoscopic hysterectomy b/l salpingectomy, cystoscopy and underwent d&c, novasure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, nausea, rash, dysmenorrhoea, gallbladder disorder, the last episode of abdominal pain lower, vulvovaginal mycotic infection, anxiety, migraine, headache, amnesia, fatigue, weight increased, gastrooesophageal reflux disease and the last episode of abdominal distension outcome was unknown, the pelvic pain, hepatic enzyme abnormal and dyspareunia had resolved and the anaemia, alopecia and acne was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered acne, alopecia, amnesia, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrooesophageal reflux disease, headache, hepatic enzyme abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of abdominal distension, the first episode of abdominal pain lower, the second episode of abdominal distension and the second episode of abdominal pain lower to be related to essure. The reporter commented: discrepancy noted with date of insertion of device: in 2011 as per pfs and on (B)(6) 2010-as per mr. Discrepancy noted with date of removal of device : on (B)(6) 2017, (as per pfs) and on (B)(6) 2018, (as per mr). Discrepancy noted: essure confirmation test(s) conducted, specify: no. Insertion details : five coils were seen outside the tubal ostium. Similarly the procedure was repeated on the left side. After the micro-insert was detached, three visible coils were seen outside the left ostium. Patient had experienced three pregnancies captured in cases: (B)(4) (on (B)(6) 2012 ), (B)(4) (on (B)(6) 2015) and (B)(4) (on (B)(6) 2013). Current weight: 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2018: impression: 1. Mild thickening of the endometrial stripe, nonspecific. 2. Dominant follicle versus small cyst within the left ovary. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, anemia, pregnancy, pelvic pain, menorrhagia, dysmenorrhea (cramping), nausea, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs received. Reporters information updated. Event:infection (bladder/ urinary tract/vaginal) type: yeast infection, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: acne on my face, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems type: memory loss, dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition: gerd, weight gain , were added. Outcome of events were updated. Medical history, concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) -fallopian tubes"), menorrhagia ("abnormal bleeding(menorrhagia)"), pelvic pain ("pain"), device expulsion ("migration of essure location if device : uterus") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) : stillbirth") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, acne on (B)(6) 2010, scoliosis on (B)(6) 2010, anxiety on (B)(6) 2010, vomiting, asthma, hernia repair in 2012, tubal ligation in 2016, blood pressure high, diarrhea, headache, ectopic pregnancy with contraceptive device on (B)(6) 2012, pregnancy with contraceptive device in april 2013, miscarriage in april 2013, pregnancy with contraceptive device in december 2015 and termination of pregnancy - elective in december 2015. Concurrent conditions included ovarian cyst and dyspareunia. Concomitant products included docusate sodium, ibuprofen, nsaids, pantoprazole, promethazine, tetracycline and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vagina)") and nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes on my hips"). In february 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced gallbladder disorder ("gallbladder") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy. B/l salpingectomy,cystoscopy, total laparoscopic hysterectomy b/l salpingectomy, cystoscopy and underwent d&c, novasure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, nausea, rash, dysmenorrhoea, abdominal distension, gallbladder disorder, alopecia and abdominal pain lower outcome was unknown, the anaemia was resolving and the hepatic enzyme abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, gallbladder disorder, hepatic enzyme abnormal, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with date of insertion of device : 2011 as per pfs and (B)(6) 2010- as per mr. Discrepancy noted with date of removal of device : (B)(6) 2017-(as per pfs) and (B)(6) 2018-(as per mr) insertion details : five coils were seen outside the tubal ostium. Similarly the procedure was repeated on the left side. After the micro-insert was detached, three visible coils were seen outside the left ostium. Patient had experienced three pregnancies captured in cases 2019-021854 (B)(6) 2012 ), 2019-021855 (B)(6) 2015) and 2019-021856 (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, anemia, pregnancy, pelvic pain, menorrhagia, dysmenorrhea (cramping), nausea, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) -fallopian tubes"), pelvic pain ("pain"), device expulsion ("migration of essure location if device : uterus") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) : stillbirth") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, acne on (B)(6) 2010, scoliosis on (B)(6) 2010, anxiety on (B)(6) 2010, vomiting, asthma, hernia repair in (B)(6), tubal ligation in (B)(6), blood pressure high, diarrhea, headache, ectopic pregnancy with contraceptive device on (B)(6) 2012, pregnancy with contraceptive device in (B)(6) 2013, miscarriage in (B)(6) 2013, pregnancy with contraceptive device in (B)(6) 2015 and termination of pregnancy - elective in (B)(6) 2015. Concomitant products included docusate sodium, ibuprofen, pantoprazole, promethazine and tetracycline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding(vagina)"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). In (B)(6) , the patient experienced rash ("rashes or skin conditions type: rashes on my hips"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced gallbladder disorder ("gallbladder") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total laproscopic hysterectomy.b/l salpingectomy,cystoscopy and total laparoscopic hysterectomy b/l salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, nausea, rash, dysmenorrhoea, abdominal distension, gallbladder disorder, alopecia and abdominal pain lower outcome was unknown, the anaemia was resolving and the hepatic enzyme abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, gallbladder disorder, hepatic enzyme abnormal, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with date of insertion of device : (B)(6) as per pfs and (B)(6) 2010-as per mr. Discrepancy noted with date of removal of device : (B)(6) 2017-(as per pfs) and (B)(6) 2018-(as per mr). Insertion details : five coils were seen outside the tubal ostium. Similarly the procedure was repeated on the left side. After the micro-insert was detached, three visible coils were seen outside the left ostium. Patient had experienced three pregnancies captured in cases (B)(4) ((B)(6) 2012), (B)(4) ((B)(6) 2015) and (B)(4) ((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, anemia, pregnancy, pelvic pain, menorrhagia, dysmenorrhea (cramping), nausea, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received : pregnancy (stillbirth or miscarriage : stillbirth)((B)(6)), abnormal bleeding(vagina), abnormal bleeding(menorrhagia) , blood or heart disorder/condition type: anemia, migration of essure location if device : uterus, nausea, rashes or skin conditions type: rashes on my hips, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating, gallbladder, hair loss, perforation (other) -fallopian tubes, gastrointestinal or digestive system condition type: liver enzyme imbalance and device ineffective were added. Reporter information updated. Patient detail updated. Product information updated. Medical history updated. Concomitant drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal scheduled on (B)(6) 2018). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) -fallopian tubes'), menorrhagia ('abnormal bleeding(menorrhagia)'), pelvic pain ('pain /pelvic pain'), device expulsion ('migration of essure location if device : uterus') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) : stillbirth') in a 32-year-old female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation in 2016, pregnancy with contraceptive device in (B)(6) 2015, termination of pregnancy - elective in (B)(6) 2015, pregnancy with contraceptive device in (B)(6) 2013, miscarriage in (B)(6) 2013, ectopic pregnancy with contraceptive device on (B)(6) 2012, hernia repair in 2012, acne on (B)(6) 2010, scoliosis on (B)(6) 2010, anxiety on (B)(6) 2010, multigravida, parity 3, vomiting, asthma, blood pressure high, diarrhea, headache, premature delivery and uterine perforation. Concurrent conditions included ovarian cyst, dyspareunia, depression and breast lump. Concomitant products included medroxyprogesterone acetate (depo provera) since 2001 to (B)(6) 2010 for contraception as well as amitriptyline, buspirone hydrochloride (buspar), butalbital, clindamycin hydrochloride (cleocin), docusate, docusate sodium, fluticasone propionate;salmeterol xinafoate (advair), hydrocortisone, ibuprofen, lidocaine (lidoderm), nsaids, pantoprazole, promethazine, salbutamol (albuterol hfa), tetracycline, topiramate (topamax), tramadol and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vagina)"), nausea ("nausea"), depression ("psychological or psychiatric"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), acne ("acne on my face"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and lower abdominal pain ("lower abdominal pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"), gastrooesophageal reflux disease ("gerd") and bloating ("bloating") and was found to have weight increased ("weight gain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia") and abdominal bloating ("gastrointestinal or digestive system condition type: bloating") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes on my hips"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced gallbladder disorder ("gallbladder"), abdominal pain lower ("lower abdomen pain") and vulvovaginal mycotic infection ("vaginal yeast infection"). The patient was treated with surgery (total laproscopic hysterectomy.b/l salpingectomy,cystoscopy, total laparoscopic hysterectomy b/l salpingectomy, cystoscopy and underwent d&c, novasure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, nausea, rash, dysmenorrhoea, abdominal bloating, gallbladder disorder, abdominal pain lower, vulvovaginal mycotic infection, anxiety, migraine, headache, amnesia, fatigue, weight increased, gastrooesophageal reflux disease and bloating outcome was unknown, the pelvic pain, hepatic enzyme abnormal, dyspareunia and lower abdominal pain had resolved and the anaemia, alopecia and acne was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered acne, alopecia, amnesia, anaemia, anxiety, bloating, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrooesophageal reflux disease, headache, hepatic enzyme abnormal, lower abdominal pain, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, abdominal bloating and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted with date of insertion of device : 2011 as per pfs and (B)(6) 2010-as per mr. Discrepancy noted with date of removal of device : (B)(6) 2017- (as per pfs) and (B)(6) 2018-(as per mr) discrepancy noted :essure confirmation test(s) conducted, specify :no. Insertion details : five coils were seen outside the tubal ostium. Similarly the procedure was repeated on the left side. After the micro-insert was detached, three visible coils were seen outside the left ostium. Patient had experienced three pregnancies captured in cases (B)(4) ((B)(6) 2012 ), (B)(4) ((B)(6) 2015) and (B)(4) ((B)(6) 2013). Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: mild thickening of the endometrial stripe, nonspecific. Dominant follicle versus small cyst within the left ovary. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, anemia, pregnancy, pelvic pain, menorrhagia, dysmenorrhea (cramping), nausea, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) -fallopian tubes'), menorrhagia ('abnormal bleeding(menorrhagia)'), pelvic pain ('pain /pelvic pain'), device expulsion ('migration of essure location if device : uterus') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) : stillbirth') in a 32-year-old female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation in 2016, pregnancy with contraceptive device in (B)(6) 2015, termination of pregnancy - elective in (B)(6) 2015, pregnancy with contraceptive device in (B)(6) 2013, miscarriage in (B)(6) 2013, ectopic pregnancy with contraceptive device on (B)(6) 2012, hernia repair in 2012, acne on (B)(6) 2010, scoliosis on (B)(6) 2010, anxiety on (B)(6) 2010, multigravida, parity 3, vomiting, asthma, blood pressure high, diarrhea, headache, premature delivery and uterine perforation. Concurrent conditions included ovarian cyst, dyspareunia, depression and breast lump. Concomitant products included medroxyprogesterone acetate (depo provera) since 2001 to (B)(6) 2010 for contraception as well as amitriptyline, buspirone hydrochloride (buspar), butalbital, clindamycin hydrochloride (cleocin), docusate, docusate sodium, fluticasone propionate;salmeterol xinafoate (advair), hydrocortisone, ibuprofen, lidocaine (lidoderm), nsaids, pantoprazole, promethazine, salbutamol (albuterol hfa), tetracycline, topiramate (topamax), tramadol and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vagina)"), nausea ("nausea"), depression ("psychological or psychiatric"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), acne ("acne on my face"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and lower abdominal pain ("lower abdominal pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"), gastrooesophageal reflux disease ("gerd") and bloating ("bloating") and was found to have weight increased ("weight gain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia") and abdominal bloating ("gastrointestinal or digestive system condition type: bloating") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes on my hips"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced gallbladder disorder ("gallbladder"), abdominal pain lower ("lower abdomen pain") and vulvovaginal mycotic infection ("vaginal yeast infection"). The patient was treated with surgery (total laproscopic hysterectomy.b/l salpingectomy,cystoscopy, total laparoscopic hysterectomy b/l salpingectomy, cystoscopy and underwent d&c, novasure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, nausea, rash, dysmenorrhoea, abdominal bloating, gallbladder disorder, abdominal pain lower, vulvovaginal mycotic infection, anxiety, migraine, headache, amnesia, fatigue, weight increased, gastrooesophageal reflux disease and bloating outcome was unknown, the pelvic pain, hepatic enzyme abnormal, dyspareunia and lower abdominal pain had resolved and the anaemia, alopecia and acne was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered acne, alopecia, amnesia, anaemia, anxiety, bloating, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrooesophageal reflux disease, headache, hepatic enzyme abnormal, lower abdominal pain, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, abdominal bloating and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted with date of insertion of device : 2011 as per pfs and (B)(6) 2010-as per mr. Discrepancy noted with date of removal of device : (B)(6) 2017-(as per pfs) and (B)(6) 2018-(as per mr). Discrepancy noted :essure confirmation test(s) conducted, specify :no. Insertion details : five coils were seen outside the tubal ostium. Similarly the procedure was repeated on the left side. After the micro-insert was detached, three visible coils were seen outside the left ostium. Patient had experienced three pregnancies captured in cases (B)(4) ((B)(6) 2012 ), (B)(4) ((B)(6) 2015) and (B)(4) ((B)(6) 2013). Current weight 206 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: 1.mild thickening of the endometrial stripe, nonspecific 2. Dominant follicle versus small cyst within the left ovary. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, anemia, pregnancy, pelvic pain, menorrhagia, dysmenorrhea (cramping), nausea, vaginal bleeding, abdominal pain. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received- lot number was added. Concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.